Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and gastrointestinal injury ("perforation location bowel") in an adult female patient who had essure (batch no. A26167-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia (hospitalised) in 2011, clotting disorder (hospitalised) in 2011, deep venous thrombosis arm (vein involved: right, axillary, deep vein of upper extremity, cephalic, provoked, total # of episodes: 1.) On (B)(6) 2013, diverticulitis (recurrent diverticulitis.), superficial venous thrombosis of arm (right cephalic vein thrombosis initially related to a previous IV site.), pulmonary embolism, colon perforation in (B)(6) 2011, sigmoidectomy in (B)(6) 2011, low back pain (she describes as a pulling and ache in the paraspinous muscle, radiated to the mid right buttock.), shoulder pain, anxiety (crying and felt very anxious.), dysuria (the patient does admit to dysuria recently after sexual intercourse.), muscle strain, flu on (B)(6) 2015, dizziness on (B)(6) 2015, feeling hot (felt hot and felt like she was going to pass out.) On (B)(6) 2015, pain in arm on (B)(6) 2017, numbness (numbness in the left forearm and hand) on (B)(6) 2017, dysmenorrhea and lower abdominal pain. Previously administered products included for an unreported indication: warfarin from 2011 to 2012. Concurrent conditions included ovarian cyst. Family history included acute myocardial infarction, diabetes mellitus and hypertension. Concomitant products included warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("infection (bladder/ urinar tract/vaginal) type: vaginosis"), dyspareunia ("dyspareunia(painful intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal polyp ("gastrointestinal or digestive system condition type:polyp") and complication of device removal ("was not able to remove the right essure coil"). The patient was treated with surgery (on (B)(6) 2018 bilateral salpingectomy/salpingectomy (bilateral removal of fallopian tubes) and surgery (other) type of surgery: bowel resection bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, vaginal disorder, migraine, headache, dysmenorrhoea, dyspareunia, gastrointestinal polyp, vaginal discharge, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal injury, gastrointestinal polyp, headache, menorrhagia, migraine, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was then inserted through the operative port on the hysteroscope and the tip with the coil was advanced into the left ostia. The coil was easily placed and the device withdrawn. The coil was seen partly protruding from the ostia. A second essure device was then advanced under direct visualization into the right ostia. The tip passed easily and the coil was placed successfully. The hysteroscope was then removed and the single-tooth tenaculum was remover from the anterior cervical lip. The patient was awakened and transferred to her bed from the operating table. She was taken to the recovery room in stable condition. Complication of device removal :was not able to remove the right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: a small abscess adjacent to the sigmoid colon. She subsequently required percutaneous drainage.. Ultrasound scan - on an unknown date: did not get the results of the ultrasound.; on (B)(6) 2013: a transvaginal ultrasound in the office on (B)(6) 2013, two days ago, with pelvic pain, presenting today because she still has pelvic pain that she feels is worsening when she was in the office in (B)(6) 2013.; on (B)(6) 2013: the patient did have an ultrasound that showed a left-sided ovarian cyst and coils that were not in the traditional position after her essure.; on (B)(6) 2013: ultrasound of the right upper extremity performed prior to her surgery revealed a nonocclusive thrombus within the right axillary and cephalic veins. Swelling in her right upper arm and has subsided.. Ultrasound scan vagina - on (B)(6) 2017: coil was seen partly protruding from the ostia. A second essure device was then advanced under direct visualization into the right ostia.. The lot number reported (a26167) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and gastrointestinal injury ("perforation location bowel") in an adult female patient who had essure (batch no. A26167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia (hospitalised) in 2011, clotting disorder (hospitalised) in 2011, deep venous thrombosis arm (vein involved: right, axillary, deep vein of upper extremity, cephalic, provoked, total # of episodes: 1,) on (B)(6) 2013, diverticulitis (recurrent diverticulitis.), superficial venous thrombosis of arm (right cephalic vein thrombosis initially related to a previous IV site.), pulmonary embolism, colon perforation in (B)(6) 2011, sigmoidectomy in (B)(6) 2011, low back pain (she describes as a pulling and ache in the paraspinous muscle, radiated to the mid right buttock), shoulder pain, anxiety (crying and felt very anxious.), dysuria (the patient does admit to dysuria recently after sexual intercourse.), muscle strain, flu on (B)(6) 2015, dizziness on (B)(6) 2015, feeling hot (felt hot and felt like she was going to pass out.) On (B)(6) 2015, pain in arm on (B)(6) 2017, numbness (numbness in the left forearm and hand) on (B)(6) 2017, dysmenorrhea and lower abdominal pain. Previously administered products included for an unreported indication: warfarin from 2011 to 2012. Concurrent conditions included ovarian cyst. Family history included acute myocardial infarction, diabetes mellitus and hypertension. Concomitant products included warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), dyspareunia ("dyspareunia(painful intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal polyp ("gastrointestinal or digestive system condition type:polyp") and complication of device removal ("was not able to remove the right essure coil."). The patient was treated with surgery (surgery (other) type of surgery: bowel resection bilateral salpingectomy and on (B)(6) 2018 bilateral salpingectomy/salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device dislocation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, vaginal disorder, migraine, headache, dyspareunia, gastrointestinal polyp, vaginal discharge, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal injury, gastrointestinal polyp, headache, menorrhagia, migraine, vaginal discharge, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was then inserted through the operative port on the hysteroscope and the tip with the coil was advanced into the left ostia. The coil was easily placed and the device withdrawn. The 'coil was seen partly protruding from the ostia. A second essure device was then advanced under direct visualization into the right ostia. The tip passed easily and the coil was placed successfully. The hysteroscope was then removed and the single-tooth tenaculum was remover! From the anterior cervical lip. The patient was awakened and transferred to her bed from the operating table. She was taken to the recovery room in stable condition. Complication of device removal :was not able to remove the right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: a small abscess adjacent to the sigmoid colon. She subsequently required percutaneous drainage. Ultrasound scan - on an unknown date: did not get the results of the ultrasound; on (B)(6) 2013: a transvaginal ultrasound in the office on (B)(6) 2013, two days ago, with pelvic pain, presenting today because she still has pelvic pain that she feels is worsening when she was in the office in (B)(6) 2013. On (B)(6) 2013: the patient did have an ultrasound that showed a left-sided ovarian cyst and coils that were not in the traditional position after her essure. On (B)(6) 2013: ultrasound of the right upper extremity performed prior to her surgery revealed a nonocclusive thrombus within the right axillary and cephalic veins. Swelling in her right upper arm and has subsided. Ultrasound scan vagina - on (B)(6) 2017: 'coil was seen partly protruding from the ostia. A second essure device was then advanced under direct visualization into the right ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received, event injury replaced to abdominal bleeding, new reporter added, event injury replaced to abnormal bleeding, device dislocation, gastro intestinal injury, vaginal haemorrhage, vaginal disorder, migraine, headache, dysmenorrhea, dyspareunia, abdominal pain, gastrointestinal polyp, vaginal discharge (vaginal discharge), medical history added, lab test added , lot number received, essure end date updated , case changed to incident,patient demographic added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.